Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found. Device was discarded by the clinic.

Event description:
It was reported to nevro that a patient had acquired infection post implant. The patient was seen in the ER. The device was explanted and the patient was given IV antibiotics. The patient was discharged from the hospital and was also given oral antibiotics. Follow up report indicated that the patient had recovered without sequelae.